Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 37092, product type: accessory. (B)(4).

Event description:
The patient reported seeing a poor communication screen on her programmer with and without the antenna since (B)(6) 2015. She did use an antenna and confirmed it was secure, but she could not sync with the implantable neurostimulator (ins). There was no telemetry with or without the antenna. The patient also had a sudden return of symptoms in (B)(6) 2015. She then later stated that she began having accidents in (B)(6) 2015. She eventually received a replacement programmer and continued to see the poor communication screen. She still could not sync with the ins using the antenna. She was able to increase stimulation and connect without the antenna. The antenna was not working with the new programmer. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the sudden return of symptoms and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.